Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. Currently there is disease progression with iliac limb dilatation. It was reported that the patient presented emergently. The physician stated the event was related to the device and the procedure. It was reported that there was a previously placed lcia stent prior to stent graft implantation (no pre-dilatation of the stent before limb implanted). There was too much stent graft material in stent caused limb occlusion and subsequent fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.